Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was not performed as a technical summary written by edwards lifesciences applies to this event. Review of procedural videos, imagery, photographs were performed, and the following was observed annulus had severe calcification, calcified leaflet, and vessel tortuosity. A review of the instructions for use (IFU) and training materials was not performed as a technical summary written by edwards lifesciences applies to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product nonconformances or labeling IFU inadequacies were identified in the evaluation. A product risk assessment (pra) was not performed as a technical summary written by edwards lifesciences applies to this event. A corrective action preventative action (CAPA) investigation was not performed as a technical summary written by edwards lifesciences applies to this event. The reported events were unable to be confirmed due to unavailability of physical device, device evaluation, visual inspection and dimensional measurements could not be performed. Therefore, a potential manufacturing nonconformance was unable to be determined. Per the reported information, during the bav, the balloon ruptured on a piece of calcium in the annulus, also per case notes the patient had very a severe calcified landing zone. Based on provided imagery, the patient exhibited calcification on the annuals and leaflets. Based on this information, it is likely that the root cause of the balloon burst are related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event and it details why balloons are subject to increased risk of burst in a calcified landing zone. While it was reported the patient had a calcified annulus, calcification at this area can increase the risk of balloon burst during bav. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The compounded effect of calcification in the aortic annulus causing balloon bust and interaction with the altered profile of a burst balloon can increase the chances of the balloon material becoming difficult to withdraw from the sheath, as reported. The technical summary also outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. Available information therefore suggests that patient factors (calcification in the annulus) likely contributed to the complaint events. In this case, a right external iliac artery injury occurred and was possibly due to procedural factors (device manipulation) and or severe calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, during the bav, the balloon ruptured on a piece of calcium in the annulus. The balloon was attempted to be pulled out through the 14f esheath but it did not come all the way into the sheath. An attempt to pull everything out as one through the arteriotomy was performed but could not pass though. A cut down on the right groin was performed to remove the entire balloon out safely. Vascular repair was performed by placing a stent graft to repair the damaged intima of the right external iliac. The repair was successful but the tavr was aborted and will be scheduled for another day.